Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 3.00 x 24 synergy¿ drug-eluting stent was advanced for treatment. However, upon inflation, the balloon did not expand and it was judged that the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a non-bsc stent. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR, eval summary attached, method codes, result codes, and conclusion codes updated. Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual examination of the stent found no issues on the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed signs of damage on the distal edges of the tip. Tip damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage most likely occurred due to excessive force that could have been applied on the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found that the port weld appeared torn on the top surface area and the mid-shaft extrusion was severely twisted. The type of damages noted on the extrusion shaft most likely occurred due to excessive force that could have been applied on the delivery system. The bi-component bond showed no signs of damage or strain. Functional testing of the device was performed during analysis. An attempt was made to inflate the balloon using a hand held encore inflation device, and the stent began to deploy, however the stent did not fully deploy as the device started to loose pressure. Liquid was escaping at the port weld area and a pinhole was also identified in the mid-shaft extrusion. Further device examination found that the tab at the end of the hypotube was also twisted. The balloon was inflated again until the stent was deployed. Deflation time could not be observed properly as the balloon never reached rated burst pressure due to the identified leak. As part of analysis a review of the manufacturing data was performed. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 3.00 x 24 synergy drug-eluting stent was advanced for treatment. However, upon inflation, the balloon did not expand and it was judged that the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a non-bsc stent. No patient complications nor injuries were reported.